Event description:
During follow-up, a gradual rise in right ventricular (rv) pacing impedance and threshold was observed. Abbott technical support was contacted and confirmed the reported events and suspected the cause was due to changes in heart tissue. No intervention was performed at this time. The patient was stable.

Event description:
During follow-up, a gradual rise in right ventricular (rv) pacing impedance and threshold was observed. Abbott technical support was contacted and confirmed the reported events and suspected the cause was due to changes in heart tissue. No intervention was performed at this time. The patient was stable.

Event description:
Further information was received indicating the lead was capped and replaced on (B)(6) 2022. The patient was stable.